Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued.if new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Dealer states the unit has a broken display.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: portable concentrators. Other, not able to duplicate issue. Display wasn't broken e: alarming 3,4 saturated sieve beds returned unrepaired est declined. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: portable concentrators. Other, not able to duplicate issue. Display wasn't broken e: alarming 3,4 saturated sieve beds returned unrepaired est declined. Dealer states the unit has a broken display.

Manufacturer narrative:
(B)(4). Adverse event-product problem: selection should be product problem, not adverse event.

Event description:
Dealer states the unit has a broken display.